Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Chaudhary, d (2012). The proximal femoral nail - a minimal invasive treatment for the stabilization of pertrochanteric and subtrochanteric femoral fractures. Jk science, vol. 14, no. 3, pp. 120-124. India. This report is for unknown screws/locking bolts/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: chaudhary, d (2012). The proximal femoral nail - minimal invasive treatment for the stabilization of pertrochanteric and subtrochanteric femoral fractures. Jk science, vol. 14, no. 3, pp. 120-124. India. This randomized prospective study was conducted to determine the suitability of proximal femoral nail (pfn) as an appropriate method for minimal invasive treatment of pertrochanteric & subtrochanteric femoral fractures. Participants included 17 males and 8 females, with a mean age of 56.3 years. Post-surgery follow ups were at 2 weeks interval for the first 3 months, and then 4 weeks interval til the fracture union or fixation failure. The salvati and wilson hip scoring system, kyles criteria, and radiographic analysis were used at follow up assessment. At 6 months follow up, the ambulatory status was assessed to include the need for assistance devices and pain felt on weight bearing. The following complications were reported: distal locking difficulty was encountered in 3 cases. Distal locking is by 4.9mm locking bolt. This difficulty could be avoided by tightening the bolt joining the nail and the insertion handle. Difficulty in placement of necks screw was encountered in 4 cases. In one patient, the antirotation hip pin cut through because it was longer than the neck screws which did not allow the sliding of the screws through the nail during weight bearing. This is report 1 of 4 for (B)(4). This report is for an unknown screws/locking bolts.